Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). An used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage under water testing was performed which identified no flow at the filter. Priming was performed which identified a no flow at the same location. The reported condition was verified. The cause of the condition was related to a material issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink paclitaxel set, there was no flow through the filter. No additional information is available.